Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced diabetic ketoacidosis while on insulin pump therapy evidenced by large urinary ketones, strong and fruity breath odor, rapid breathing, abdominal pain, extreme drowsiness, blurred vision, polydipsia, polyuria, nausea, symptoms of dehydration, shortness of breath, chest pain, vomiting, difficulty waking up and confusion. The patient was reportedly taken to the hospital emergency room and treated with insertion site change, intravenous fluids and intravenous insulin. The reporter stated that it was noted (B)(6) 2018, that the display screen on the pump was dim/faded/discolored and could not be read safely. The patient reportedly discontinued use of the animas pump. The insulin pump was not available for troubleshooting at the time the complaint was received. Animas customer support made several attempts to contact the report to perform troubleshooting of the device; however, the reporter did not respond. No further information was provided. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a dim/faded/discolored display screen.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: the pump's data from the date of the event had been overwritten due to continued use of the device. The pump did power on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.